Event description:
The customer contact reported air in the tubing set. On an unspecified date, the tubing set was being sued to deliver 1000 ml of %5 dextrose and 0.45% normal saline, at a rate of 125 ml/hour, via a gemstar pump. After an unspecified length of time, the homecare patient's wife reported to the user facility that the pump alarmed for an unspecified air in line. After an unspecified length of time, when the nurse went to check, an unspecified volume of air was noted proximal to the filter of the tubing set. Reportedly, at this time it was noted that the piercing pin of the tubing set was not completely inserted into the solution container. The customer contact reported that the nurse was unable to clear the alarm. The solution container and the tubing set were replaced and the therapy was resumed. No air was delivered to the patient. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.